Manufacturer narrative:
Batch review performed on 04 december 2018 lot 178480: (B)(4) items manufactured and released on 27 march 2018 . Expiration date: 2023-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components involved: batch review performed on 07 december 2018: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115). Lot 174689: (B)(4) items manufactured and released on 05-january-2018 . Expiration date: 2022-12-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: mpact dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265). Lot. 178295: (B)(4) items manufactured and released on 21-mar-2018. Expiration date: 2023-03-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On november 9, 2018 we were informed that a patient came in due to signs of infection 3 months after the primary surgery and the pathogen was unknown. The surgeon planned to revise the stem, head and liner. The revision was planned for the week (B)(6) 2018, but no further information "have" been received.